Event description:
It was reported that during the stage ii implant procedure, an internal component (plastic passer), of the accessory tunneling tool broke as the surgeon tunneled the dbs extension device under the skin. Add'l info was requested from the rep.